Event description:
Patient was concerned her weight wasn't correct. She was reweighed and found she was correct. Weight corrected in chart. Our scale is not accurate when patients get on it slowly. Impaired and elderly patients take a while to get on the scale.